Event description:
It was reported that the dexcom g7 sensor failed to complete pairing with the ilet application, with the display stuck on pairing despite warm-up completion and active readings on the dexcom app and g7 receiver, which indicated an intermittent communication failure potentially related to concurrent connections and device interoperability; relevant device components included the antenna and electrical/magnetic communication elements. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem identified between the ilet application and the dexcom g7 system, consistent with intermittent communication failure involving antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.